Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one bab flexible fabric 1in 100s USA (B)(4). Upc #: (B)(4), lot #: 190227, exp date: na, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on 10-mar-2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with band aid bandage flexible fabric 1in. The consumer used the product to cover a wound. The consumer stated that the product was very hard to remove it, but he was able to remove it using hot water. When he did remove it, it peeled off his skin. Consumer visited urgent care for treatment. The consumer is no longer experiencing any symptoms.